Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+1.0/131 (sphere/cylinder/axis), into the patients eye. The lens was explanted due to the development of an anterior chamber cataract. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).